Event description:
The facility reported a colleague infusion pump with a false occlusion alarm. This event was reported to have occurred during biomedical service. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a false occlusion alarm was confirmed but not duplicated during product evaluation. Therefore, no assignable cause can be provided and no repair was necessary for the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter will continue to monitor similar reports to determine if further actions are required.